Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusion of the investigation.

Event description:
It was reported by the company representative that during a transfer in a sitting position, a patient was sitting in the middle of the miranti. When lift was up (brakes were on), the trolley overturned. Patient fell down and caregivers retained miranti. Caregiver sustained back pain as a result of the incident.